Manufacturer narrative:
One opened knife sample with a tip protector was received correctly seated in a blister package for the report of not being sharp. The returned sample was visually inspected and was found to be nonconforming with a damaged tip. Penetration testing could not be performed due to the damaged condition of the sample. Further review of the sample by a quality engineer revealed that the tip of the knife is rolled back. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife sample is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. (B)(4).

Event description:
A doctor reported that a knife was not sharp prior to cataract/vitrectomy surgery. Patient involvement information is unknown. Additional information has been requested. Additional information received confirmed that the knife was not sharp during cataract/vitrectomy surgery with patient involvement. Patient impact information is unknown.